Event description:
According to the reporter, the device low battery chargepak icon prematurely displayed again soon after the chargepak had been replaced. A manual battery test indicated an internal error with the device.

Manufacturer narrative:
Physio-control replaced the device. Physio is currently investigating the reported incident.